Event description:
--

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the pacemaker never triggered replacement indicator. The device was never implanted and was returned in sterile packaging. Further investigation was required so the pacemaker was forwarded for detailed analysis. Device was returned in out of storage mode, failing battery voltage parameters testing. The device was retested and passed. The initial final pack failure was thought to be due to particular test conditions. Device meets specifications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker failed final pack testing. The pacemaker never triggered replacement indicator. The device was never implanted and was returned in sterile packaging. Further investigation was required so the pacemaker was forwarded for detailed analysis.